Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to address the issue and then continued using the existing cartridge for insulin therapy. There was no adverse impact to the customer's blood glucose level.